Manufacturer narrative:
H6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided one photo for the evaluation. The picture was not clear evidence of the failure reported in this complaint. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review had no significant findings.

Event description:
It was reported that after filling and during visual inspection particles were observed in the cassette. Per reporter fifteen cassettes, both 100ml and 50ml, were identified to have particles. The reporter stated the issue was observed 24-jun-2024, 27-jun-2024 and other unspecified production dates; however, information was not provided on how many cassettes were found with the issue on the reported dates. Per reporter no product will be returned as the cassettes contain medication. There was no patient involvement.